Manufacturer narrative:
(B)(4). To date, the incident sample has not received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the blade would not retract and the jaws of the device could not be re-opened. There was no patient injury. The surgeon opened another device and completed the procedure with no further difficulties. The site contact reported they have no additional information.